Manufacturer narrative:
Alleged failure: gap between insulation and tip of shaft. Confirmed failure: gap between insulation and tip of shaft. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.